Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, who assisted in resetting the device. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.